Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a suturing procedure in the l4 to l5 spine decompression (posterior), while using the gl-323 polysorb* 2-0 suture, needle detachment occurred after patient incision. The needle did not fall into the patient cavity. Another suture was then opened. In the l2-l5 midline sparing decompression (posterior), the same issue occurred. Multiple defective devices were involved, all from the same product ID and lot number. To complete the case, another suture was used. There were no consequences or impact to the patient.

Manufacturer narrative:
D10 concomitant product: gl-323, gl-323 polysorb* 2-0 und 75cm v20 x36 (lot#a4c2053y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a suturing procedure using the suture, needle detachment occurred multiple times while suturing or preparing the suture after patient incision. The needle did not fall into the patient cavity. Another suture was opened, but the same issue occurred. Multiple defective devices were involved, all from the same product ID and lot number. There were no consequences or impact to the patient.